Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: oblique lumbar interbody fusion (olif) levels implanted: l3-l4 it was reported that the patient presented with kyphoscoliosis. Post-op, revision surgery was performed for hammering the cage again as the cage at l3-l4 backed out. On (B)(6) 2018, fusion was also performed at t10-s2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.